Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported no complaint against the device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d1, d4, g2, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Event description:
Patient reported left side deflation. Healthcare professional later reported left side exchange with no complaint against the device. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d6b, h6.